Event description:
Pt had severe reaction to taxol; flushing, difficulty breathing when 0.22 micron filter was used from walkmed. Pt had 2 subsequent reactions using 0.22 micron filter from walkmed. Pt had been previously treated with taxol using a 0.22 micron filter from baxter without reaction. Future tx given with 0.22 micron filter from baxter and no reaction noted. Same rptr as mw5038480, mw5038481, mw5038482, mw5038483, mw5038484.